Event description:
Surgeon broke the distal femoral jig after putting a pin in the distal holes of the jig.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Added: lot number: abb66346. Returned to manufacturer: april 13, 2015. Date received by manufacturer: april 13, 2015. Device manufacture date: aug 30, 2013. The complaint states surgeon broke the distal femoral jig after putting a pin in the distal holes of the jig. It should be noted that a field safety notice was issued in oct 2014 stating for theatre staff and persons involved with the cleaning and reprocessing of the device are requested to inspect all inventory for specific lots (stated in the fsn). In the instance that a device is found to be assembled incorrectly it has been requested to be returned and exchanged for a correctly assembled device. The device is from a an affected lot the complaint shall be closed to CAPA and entered into the complaints database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.